Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the stent delivery system (sds) because it was not returned for investigation. By design, there is a balloon material that extends beyond the length of the stent implant on the sds. However, the dimensions of the balloon, including outer diameter, working length and distance between the balloon markers and the balloon shoulders, are verified on every lot to ensure all promus sds on any given size have consistent dimensions. From review of the manufacturing records, there is no indication that this sds had irregular dimensions. The return of the sds may have assisted in the investigation and determination of cause. There is no indication of a product quality issue; however, a conclusive cause for the reported balloon overhang cannot be determined. Dissection, as listed in the rx promus instruction for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). However, a conclusive cause for the reported balloon overhang, the dissection, and the relationship to the device, if any, cannot be determined.

Event description:
It was reported that balloon overhang was noted on the outer edge of the promus. A dissection occurred at the proximal edge of the stent. Another promus was placed to treat the dissection. Patient was stable. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.